Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 35 (a broken force sensor was detected during seating or regular delivery), the customer also noticed a blank display of the insulin pump and pump was exposed to moisture, received a stuck button alarm and vibration anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump did not show any signs of damage. Troubleshooting was performed for moisture damage. The customer reported that the pump was exposed to moisture, but there was no visible fluid in the pump. Troubleshooting was performed for the display issue, and the customer stated that the battery cap contacts, battery compartment, and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery, and restarted the insulin pump, but the display did not return.troubleshooting was performed for the audio/vibrate anomaly. The pump continued to sound after the battery was removed and the pump was placed in storage mode. The pump will be rested for 2 hours without the battery. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.